Event description:
Following a carotid stenting procedure, this patient suffered a stroke (intracerebral/subarachnoid hemorrhage). The patient died ten days later. The cause of the death is unk at this time. The patient is a male who was having multiple amaurosis fugax episodes (a short-lived episode of blindness in one eye) and was diagnosed with an 80 to 99% stenosis of the left carotid artery. Mild calcification and tortuosity was present in the vessel. The patient had a history of smoking, hypertension, myocardial infarction, and coronary percutaneous revascularization. Because of the high-risk criteria with the patient's age, the option of having a carotid stenting procedure versus undergoing a carotid endarterectomy was selected. The patient was enrolled in the study. A neurological exam was performed in 2007, and the results were normal. The patient had started taking plavix three days prior to the procedure and also had an episode of amaurosis fugax on the morning of the procedure. The physician made access at the right femoral artery. A 5 fr sheath was inserted and a 5 fr pigtail catheter was passed to the aortic arch and arch angiography was performed. The patient was then systematically heparinized with 7,000 units of heparin and a 5 fr angle (terumo) glidecatheter was advanced over a glidewire to the left common carotid artery and selective angiography of the left common carotid artery was performed. Following successful angiography, a supracore wire was inserted, the glidecatheter and the 5 fr sheath were removed and a 7 fr shuttle sheath was inserted and the glidecatheter was again used to access the internal carotid artery with an .014 luge wire. The catheter was removed and 2 mm maverick balloon was advanced and used to pre-dilate the lesion.

Manufacturer narrative:
No hemodynamic or neurological changes were seen up to this point of the procedure. Following pre-dilation of the lesion, a 6 mm angioguard distal protection device was advanced and positioned in the distal internal carotid and successfully deployed. Dilation of the lesion was performed with a 3 mm maverick balloon, and again no hemodynamic or neurological changes were observed. A precise stent was than advanced to the lesion and successfully deployed. A 5 mm balloon was used to post-dilate the stent. There were no hemodynamic or neurological consequences to the patient. The patient did not receive any atropine and had no bradycardia. Follow-up angiography was performed and demonstrated an excellent result. The angioguard device was removed and final angiography was performed with good results. There was no evidence of embolization or consequences intracranially. The patient remained stable and neurologically intact at the completion of the procedure. After the patient was taken form the angiography suite to the holding area, it was noticed that he had developed neurologic changes quite suddenly. The patient demonstrated right-sided neglect right hemiparesis with aphasia. The patient was taken emergently to the CT scanner where a large intracranial hemorrhage was demonstrated. Neurology and neurosurgery evaluated that the hematoma was causing a shift and that decompression was necessary. The patient was emergently taken to surgery where he had a left frontal temporal craniotomy and craniectomy for evacuation of a left intracerebral hemorrhage and duraplasty. Following the procedure, the pt was transferred to intensive care. The patient had a prolonged stay in intensive care where he remained intubated and ventilated an had bouts of hypotension requiring cardiovascular pressures to help maintain blood pressure. The patient continued to show no signs of improvement. Eventually, with the permission of the family, the patient was extubated and given morphine for comfort measures. The patient expired in 2007. The product will not be returned for evaluation and testing. Add'l info will be forthcoming within 30 days upon receipt.